Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that sounds all the time; this condition had the potential to interrupt delivery. This condition was found in the delivery room upon power up. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that sounds all the time was confirmed during product evaluation. This condition was caused by a loose connection between cnbus1 and cnbus2. The cnbus1 and cnbus2 were reconnected to make a proper electrical connection and resolve the problem.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.